Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during a hemostasis procedure performed on (B)(6) 2022. During the procedure, it was noted that the handle could not break the stone. The procedure was successfully completed with another advanix biliary stent. There were no patient complications reported as a result of this event. The reported problem of handle could not break the stone does not match the intended use of the complaint device; therefore the exact complaint event is unknown. No further information has been obtained despite good faith efforts. Investigation results revealed that the stent was damaged, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). The returned advanix rx biliary preload stent was analyzed, and a visual evaluation noted that the push catheter and guide catheter did not present issues. The stent remained attached to the delivery system by the suture thread. The stent was observed damaged close to the proximal barb, and this could be what the customer reported. No other problem with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. After analysis, it was determined that the stent was damaged close to the proximal barb and this issue seems caused by tension, the push catheter and guide catheter did not present issues and during functional inspection the pull wire could be retracted and extended without issues. Therefore, based on the analysis performed and all the information gathered from the customer and the issues found the overall investigation conclusion code assigned will be "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.